Event description:
It was reported that on (B)(6) 2021, during a tarso metatarsal second digit fusion procedure, an elite compression implant was deployed before implanting. Surgeon tried to reinstall the elite compression implant to the holder but will not work. Tried to implant elite compression implant without the holder, but ended up distracting the fusion site. Elite compression implant removed. Used 3.0 mm cannulated screws to finish the procedure. The procedure was successfully completed with no surgical delay reported. No patient consequence. This report is for one (1) elite comp impl kit 15x15x15 2 legs. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
(B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was conducted: part # el-1515s2, synthes lot # mel200172, supplier lot # mel200172, release to warehouse date: 22 mar 2021, supplier: millstone medical. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.